Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:18 pm CT. The report number is being corrected from: 2134265-2018-63931 to: 2134265-2018-62949.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa. The closure device met release criteria and it was successfully implanted in the laa of the patient. There were no patient complications during the procedure. After the procedure was finished the physicians were preparing to continue with an ablation procedure. Irrigation of 500ml was used. It was noted that a "guide" touched the watchman closure device and the orientation of the device was changed. Following this the device then embolized. The physician was able to retrieve the device with a non-bsc transseptal 12fr sheath. The procedure was terminated following the removal of the device from the patient. The patient was stable following these events. It was further reported that a guidewire touched the watchman closure device. The ablation procedure was completed after the removal of the watchman device. A laa closure procedure is rescheduled for the patient.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device and delivery system (wds) were used. The physician deployed the closure device in the laa. The closure device met release criteria and it was successfully implanted in the laa of the patient. There were no patient complications during the procedure. After the procedure was finished the physicians were preparing to continue with an ablation procedure. Irrigation of 500ml was used. It was noted that a "guide" touched the watchman closure device and the orientation of the device was changed. Following this the device then embolized. The physician was able to retrieve the device with a non-bsc transseptal 12fr sheath. The procedure was terminated following the removal of the device from the patient. The patient was stable following these events.